Manufacturer narrative:
H10 - an image was returned showing the users finger appearing to point at the semi-rigid adapter which connects the clave to the top of the burette. The detail of the image does not allow for confirmation of the indicated crack or damage to the port and no other anomalies are evident. The complaint can be confirmed in this case due to annotations and the report provided by the customer, however the probable cause cannot be determined from the evidence provided. The lot history was reviewed and no nonconformities were found which would have contributed to the reported complaint.

Manufacturer narrative:
The device was not available to be returned for investigation as it has been discarded. An evaluation of photo of the device is pending.

Event description:
The event involved a primary plumset with burette that was reported to be leaking orectalip. Upon inspection, the customer reported a possible rupture at the location where the drug inputs at the end of the plumset where it joins the bag. As a result, chemotherapy continually flowed from the rupture as the bag's internal pressure became unbalanced, and 140 mg of orectalip was discarded from the IV bag. A review of a customer-provided photo indicates that there was a suspect crack observed under the clave near the top of the burette. There was patient involvement and no harm reported.